Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 273299, batch no: unknown. It was reported that patients had reaction to chloraprep. Verbatim: email verbatim: kindly note that additional case was created from (B)(4) (5 cases of urticaria in patients) and assigned pv ID number is (B)(4) (initial).